Event description:
It was reported by the patient that he underwent a rotator cuff repair procedure on (B)(6) 2013 and suture was used. Two weeks following the surgery, he rejected the sutures and experienced a separation of the wound. The patient was then started oral antibiotics. On (B)(6) 2013, the surgeon removed the sutures. It was noted that some sutures were surrounded by pus filled sacs. The area was washed with normal saline and an antibiotic wash. The wound was reclosed with a different suture.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).